Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not work. Both the cord and the power supply were changed and it still did not work. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).